Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that a merlin.net transmission revealed the pulse generator was in backup vvi operation. The patient later presented to the clinic and was experiencing pocket stimulation. After a device firmware download, normal device function successfully resumed. The patients muscle stimulation was resolved with the device firmware download.